Event description:
It was reported an infection occurred. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). (B)(4) implantable pulse generator (ipg) implanted: 2012 (B)(6); 5068-52 implantable pacing lead implanted: 2001-(B)(6).